Event description:
It was reported that the catheter was stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use in a superficial artery atherectomy procedure. The device was working properly after a couple passes through the lesion site. On the second pass, the jetstream catheter was in rex mode when it became stuck on the non boston scientific guidewire. The catheter was unable to rotate, advance, or retract, so the catheter, guidewire, and filter were removed together. The procedure was completed using balloon angioplasty with no patient complications. The product was disposed of after the procedure; therefore, will not be returned.